Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. (Device codes and patient codes - no code available (3191) is used to capture the surgical intervention and medical device removal). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on 17 jun 2019 were reviewed to identify patient harms/product issues on 06 november 2019. On (B)(6) 2016, the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent a right knee revision due to loosening, mid-flexion instability, and pain. The surgeon reported the polyethylene was found to be rotated to 180 degrees and there was significant wear on the posterior aspect of the poly. He indicated the tibial tray came out very easily, and the cement interface had not bound to the tibial implant. The surgeon reported the femoral component had areas of decreased cement bone interface. He reported the revision of all components. The patient was implanted with unknown system and unknown bone cement. There were no complications to the procedure. Doi: (B)(6) 2016 dor: (B)(6) 2018 (rt knee).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient was revised for suspected loosening of femur and tibia, and to rule out infection. No infection was seen from pathology. Loosening interface occurred in cement to implant interface, cement used was a depuy product. Doi: (B)(6) 2016; dor: (B)(6) 2018.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the joint instability. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.